Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump exhibited "double beeping". No patient involvement.

Manufacturer narrative:
Other, other text: customer reported that the device had double beeping.device was in good condition ,scratched screen. The moment the device was powered up the device started double beeping. The problem was caused by downstream sensor. Replaced downstream sensor.

Event description:
I was reported that the device had double beeping, this happened while testing. No patient injury was reported.

Event description:
I was reported that the device had double beeping. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device had double beeping. The was screen scratched . The moment the device was powered up the device started double beeping. The problem was caused by downstream sensor. Replaced downstream sensor.

Manufacturer narrative:
Customer reported that the device had double beeping. Device was in good condition ,scratched screen. The moment the device was powered up the device started double beeping. The problem was caused by downstream sensor. Replaced downstream sensor.

Event description:
I was reported that the device had double beeping, this happened while testing. No patient injury was reported.